Event description:
During a surgical procedure with a patient on the table, the table was reported to have started to move into the chair position without activation of the hand control. The table was evaluated by a berchtold filed service representative. The malfunction was duplicated by berchtold service representative. The hand control was replaced. (B)(4).